Event description:
It was reported to philips that the battery is not giving backup. There was no reported patient involvement.

Manufacturer narrative:
Reporter's phone number: (B)(6).

Manufacturer narrative:
It was reported to philips that the battery is not giving backup. The remote service engineer (rse) evaluated with the assistance of the customer and found that the battery needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The rse ordered the battery to resolve the reported issue. The customer was informed of part availability and will ship once the part becomes available. The device remains at the customer site and no further evaluation is required at this time.